Event description:
New information noted the atrial lead exhibited noise oversensing. Intervention was not performed and the patient experienced no consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
It was reported that the atrial lead was exhibiting an unspecified oversensing issue. Patient intervention and condition were not reported.